Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 112 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.